Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was 2.1 mmol/l. The customer also reported experiencing a seizure due to low blood glucose and the customer's father found him unconscious, leading to the hospitalization. The customer was treated with an IV and was hospitalized for 3 weeks. The customer's current blood glucose was 10 mmol/l. The customer stated they had symptoms of over-delivery. It was unknown if the customer was using sensors at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.